Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the chair will be driving straight and then veers to the left. The provider alleges the left motor is extremely hot.